Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient noticed the stimulator slipped/moved after implant. The patient stated it must not have been tied down well and the stimulator was sort of protruding so she worried. No further complications were reported or anticipated.

Event description:
Additional information was received from the hcp stating the cause of the stimulator slipping/moving was not determined. No actions /interventions were taken and the patient was advised to follow up with the implanting surgeon. The issue had not been resolved to the knowledge of the hcp. It was noted the patient's last visit was (B)(6) 2018 where they weighted (B)(6). And they weighted (B)(6). At implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.